Manufacturer narrative:
Explant date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was patent and returned in four pieces, measuring 92 cm, 11 cm, 5.5 cm, and 26.5. Proteinaceous debris was observed within the interior and exterior of the catheter. The device did not meet the requirements for leak testing due to multiple tears was observed throughout the catheter. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was blocked and cerebrospinal fluid could not flow smoothly. An explant of the catheter was planned for (B)(6) 2017. The patient's status was listed as alive - no injury.

Manufacturer narrative:
Clarification of analysis results: the ventricular catheter was patent and returned in two pieces, measuring 11 cm, and 5.5 cm. Proteinaceous debris was observed within the interior and exterior of the catheter. The device did not meet the requirements for leak testing due to a tear observed approximately 5.5 cm from the proximal end. The peritoneal catheter was patent and returned in two pieces, measuring 92 cm, and 26.5 cm. Proteinaceous debris was observed within the interior and exterior of the catheter. The device did not meet the requirements for leak testing due to a tear observed approximately 26.5 cm from the proximal end. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.